Event description:
It was reported to medtronic minimed that the customer experienced damage on the pump and pump error 63 (hardware low-level failures). The customer reported no adverse event. The event involved product(s) mmt-1881. Troubleshooting was performed and the customer was able to clear the error and did not receive request to rewind pump. It was also found crack on the face side of the pump. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. Mmt-1881 was requested and customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Pump passed displacement test and self-test. Successfully utilized thump software to download history files and trace files. Pump error 63 alerted on 07/24/2024 at 00:28:11.000 hour with variable (15). Pump error 63 (variable 15) alarm due to hardware error (line number = 147 and file number = 2017). Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Isolate to electronic stack. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: battery tube threads - cracked, cracked case-corner of belt clip rails, cracked case (battery tube), serial number label missing, missing display window/cover, and scratched case. In summary, customer concern for pump error 63 confirmed. Pump error 63 alarm due to hardware error. Isolate to electronic stack. Cosmetic damage at display window confirmed per visual inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.